Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils migrated out of the fallopian tube"), genital haemorrhage ("excessive and abnormal bleeding"), pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy") in an adult female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 1997, (B)(6) 2002, (B)(6) 2010). Previously administered products included for birth control: oral contraceptives from 2010 to 2012 and oral contraceptives from 2007 to 2009. Concurrent conditions included overweight, hashimoto's disease and hypertension. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), rash ("unexplained skin rashes"), weight increased ("weight gain"), pre-eclampsia ("preeclampsia"), gestational diabetes ("gestational diabetes") and eclampsia ("eclampsia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total laparoscopic hyaterectomy, bilateral laparoscopic salpingectomy) and surgery (on (B)(6) 2016, plantiff underwent a hysterectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, fatigue, pregnancy with contraceptive device, rash, weight increased, pre-eclampsia, gestational diabetes and eclampsia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, eclampsia, fatigue, genital haemorrhage, gestational diabetes, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, rash and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. (B)(6) 2016: total laparoscopic hysterectomy, laparoscopic salpingectomy, colposcopy: operative findings: normal appearing uterus, tubes and ovaries. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received and the following information was provided: patient demographic details; essure insertion date was updated from (B)(6) 2011 to (B)(6) 2012, removal date was updated from (B)(6) 2016 to (B)(6) 2016; fatigue, pregnancy, unexplained skin rashes, weight gain, preeclampsia, gestational diabetes, eclampsia and device ineffective were added as event; abnormal bleeding, fatigue, pelvic pain, rashes and weight gain decreased or resolved following removal, new lab data provided. Medical records were also received and removal procedure details were provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils migrated out of the fallopian tube"), genital haemorrhage ("excessive and abnormal bleeding (general)"), pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy") and autoimmune disorder ("autoimmune diseases") in an adult female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 1997, (B)(6) 2002, (B)(6) 2010) and miscarriage. Previously administered products included for birth control: oral contraceptives from (B)(6) 2010 to (B)(6) 2012 and oral contraceptives from 2007 to 2009. Concurrent conditions included overweight, hashimoto's disease and hypertension. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced rash ("unexplained skin rashes"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pre-eclampsia ("preeclampsia"), gestational diabetes ("gestational diabetes"), eclampsia ("eclampsia"), allergy to metals ("nickel jewelry allergy") and autoimmune disorder (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (total laparoscopic hyaterectomy, bilateral laparoscopic salpingectomy) and surgery (on (B)(6) 2016, plantiff underawent a hysterectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, weight increased, pre-eclampsia, gestational diabetes, eclampsia, allergy to metals and autoimmune disorder outcome was unknown, the genital haemorrhage and pelvic pain had resolved and the fatigue and rash was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, autoimmune disorder, device dislocation, eclampsia, fatigue, genital haemorrhage, gestational diabetes, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, rash and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Patient disn't have autoimmune disease before essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. (B)(6) 2016: total laparoscopic hysterectomy, laparoscopic salpingectomy, colposcopy: operative findings: normal appearing uterus, tubes and ovaries. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain "concerning the injuries reported in this case, the following one was described in social media : autoimmune disorder". Most recent follow-up information incorporated above includes: on 24-jul-2018: event "nickel jewelry allergy", reporter added from pfs. Event "autoimmune diseases " added from social media report. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils migrated out of the fallopian tube"), genital haemorrhage ("excessive and abnormal bleeding (general)"), autoimmune thyroiditis ("autoimmune diseases / hashimotos"), pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy"), gestational diabetes ("gestational diabetes") and eclampsia ("eclampsia") in an adult female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 1997, (B)(6) 2002, (B)(6) 2010) and miscarriage. Previously administered products included for birth control: oral contraceptives from (B)(6) 2010 to (B)(6) 2012 and oral contraceptives from 2007 to 2009. Concurrent conditions included overweight, hashimoto's disease, hypertension and thyroidectomy. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced rash ("unexplained skin rashes"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), pre-eclampsia ("preeclampsia"), gestational diabetes (seriousness criterion medically significant), eclampsia (seriousness criterion medically significant), allergy to metals ("nickel jewelry allergy"), alopecia ("hair loss"), hypertension ("high blood pressure"), sleep disorder ("problem sleeping"), arthralgia ("joint pain") and paraesthesia ("tingling hand and feet"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total laparoscopic hyaterectomy, bilateral laparoscopic salpingectomy) and surgery (on (B)(6) 2016, plaintiff underwent a hysterectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune thyroiditis, pregnancy with contraceptive device, weight increased, pre-eclampsia, gestational diabetes, eclampsia, allergy to metals, alopecia, hypertension, sleep disorder, arthralgia and paraesthesia outcome was unknown, the genital haemorrhage and pelvic pain had resolved and the fatigue and rash was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, arthralgia, autoimmune thyroiditis, device dislocation, eclampsia, fatigue, genital haemorrhage, gestational diabetes, hypertension, paraesthesia, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, rash, sleep disorder and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Patient didn't have autoimmune disease before essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. (B)(6) 2016: total laparoscopic hysterectomy, laparoscopic salpingectomy, colposcopy: operative findings: normal appearing uterus, tubes and ovaries. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. "Concerning the injuries reported in this case, the following one was described in social media : autoimmune disorder, hair loss, high blood pressure, problem sleeping, joint pain, tingling hand and feet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: social media case - new event "hair loss, high blood pressure, problem sleeping, joint pain, tingling hand and feet" were added. Event autoimmune diseases was updated as hashimoto disease. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils migrated out of the fallopian tube"), genital haemorrhage ("excessive and abnormal bleeding (general)"), pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy"), gestational diabetes ("gestational diabetes"), eclampsia ("eclampsia") and autoimmune disorder ("autoimmune diseases") in an adult female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 1997, (B)(6) 2002, (B)(6) 2010) and miscarriage. Previously administered products included for birth control: oral contraceptives from (B)(6) 2010 to (B)(6) 2012 and oral contraceptives from 2007 to 2009. Concurrent conditions included overweight, hashimoto's disease and hypertension. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced rash ("unexplained skin rashes"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pre-eclampsia ("preeclampsia"), gestational diabetes (seriousness criterion medically significant), eclampsia (seriousness criterion medically significant), allergy to metals ("nickel jewelry allergy") and autoimmune disorder (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral laparoscopic salpingectomy) and surgery (on (B)(6) 2016, plaintiff underwent a hysterectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, weight increased, pre-eclampsia, gestational diabetes, eclampsia, allergy to metals and autoimmune disorder outcome was unknown, the genital haemorrhage and pelvic pain had resolved and the fatigue and rash was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, autoimmune disorder, device dislocation, eclampsia, fatigue, genital haemorrhage, gestational diabetes, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, rash and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Patient didn't have autoimmune disease before essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. (B)(6) 2016: total laparoscopic hysterectomy, laparoscopic salpingectomy, colposcopy: operative findings: normal appearing uterus, tubes and ovaries. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. "Concerning the injuries reported in this case, the following one was described in social media: autoimmune disorder." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. On 16-aug-2018: upon routine monitoring activity, eclampsia and gestational diabetes were upgraded in seriousness. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coils migrated out of the fallopian tube'), pelvic pain ('pelvic pain'), autoimmune thyroiditis ('autoimmune diseases / hashimotos'), gestational diabetes ('gestational diabetes') and eclampsia ('eclampsia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1997, (B)(6) 2002, (B)(6) 2010) and miscarriage. Previously administered products included for birth control: oral contraceptives from (B)(6) 2010 to (B)(6) 2012 and oral contraceptives from 2007 to 2009. Concurrent conditions included overweight, hashimoto's disease, hypertension and thyroidectomy. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced rash ("unexplained skin rashes"). In (B)(6) 2012, the patient experienced genital haemorrhage ("excessive and abnormal bleeding (general)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), pre-eclampsia ("preeclampsia"), gestational diabetes (seriousness criterion medically significant), eclampsia (seriousness criterion medically significant), allergy to metals ("nickel jewelry allergy"), alopecia ("hair loss"), hypertension ("high blood pressure"), sleep disorder ("problem sleeping"), arthralgia ("joint pain") and paraesthesia ("tingling hand and feet"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a hysterectomy. And total laparoscopic hysterectomy, bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune thyroiditis, pregnancy with contraceptive device, weight increased, pre-eclampsia, gestational diabetes, eclampsia, allergy to metals, hypertension, sleep disorder, arthralgia and paraesthesia outcome was unknown, the pelvic pain and genital haemorrhage had resolved and the fatigue, rash and alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, arthralgia, autoimmune thyroiditis, device dislocation, eclampsia, fatigue, genital haemorrhage, gestational diabetes, hypertension, paraesthesia, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, rash, sleep disorder and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Patient didn't have autoimmune disease before essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Ultrasound scan vagina - in (B)(6) 2012: results: total bilateral occlusion. (B)(6) 2016: total laparoscopic hysterectomy, laparoscopic salpingectomy, colposcopy: operative findings: normal appearing uterus, tubes and ovaries. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. "Concerning the injuries reported in this case, the following one was described in social media : autoimmune disorder, hair loss, high blood pressure, problem sleeping, joint pain, tingling hand and feet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Event outcome updated as recovering for event hair loss. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coils migrated out of the fallopian tube'), pelvic pain ('pelvic pain'), autoimmune thyroiditis ('autoimmune diseases / hashimotos'), gestational diabetes ('gestational diabetes') and eclampsia ('eclampsia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1997, (B)(6) 2002, (B)(6) 2010) and miscarriage. Previously administered products included for birth control: oral contraceptives from (B)(6) 2010 to (B)(6) 2012 and oral contraceptives from 2007 to 2009. Concurrent conditions included overweight, hashimoto's disease, hypertension and thyroidectomy. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced rash ("unexplained skin rashes"). In (B)(6) 2012, the patient experienced genital haemorrhage ("excessive and abnormal bleeding (general)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy/e-baby"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), pre-eclampsia ("preeclampsia"), gestational diabetes (seriousness criterion medically significant), eclampsia (seriousness criterion medically significant), allergy to metals ("nickel jewelry allergy"), alopecia ("hair loss"), hypertension ("high blood pressure"), sleep disorder ("problem sleeping"), arthralgia ("joint pain") and paraesthesia ("tingling hand and feet"). The patient was treated with surgery (on (B)(6) 2016, plantiff underawent a hysterectomy. And total laparoscopic hyaterectomy, bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune thyroiditis, pregnancy with contraceptive device, weight increased, pre-eclampsia, gestational diabetes, eclampsia, allergy to metals, hypertension, sleep disorder, arthralgia and paraesthesia outcome was unknown, the pelvic pain and genital haemorrhage had resolved and the fatigue, rash and alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, arthralgia, autoimmune thyroiditis, device dislocation, eclampsia, fatigue, genital haemorrhage, gestational diabetes, hypertension, paraesthesia, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, rash, sleep disorder and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Patient disn't have autoimmune disease before essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Ultrasound scan vagina - in (B)(6) 2012: results: total bilateral occlusion. (B)(6) 2016: total laparoscopic hysterectomy, laparoscopic salpingectomy, colposcopy: operative findings: normal appearing uterus, tubes and ovaries. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain "concerning the injuries reported in this case, the following one was described in social media : autoimmune disorder, hair loss, high blood pressure, problem sleeping, joint pain, tingling hand and feet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: all the relevant information was transferred from initial duplicate deletion case: (B)(4) (never locked). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils migrated out of the fallopian tube") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.